Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; creases flat, white particles in the shell and wear abrasion leak test and microscopic analysis was performed which identified; delamination on the valve (80%). Based on the device analysis the final assessment is: a delamination partial of the valve (cohesive failure). The unit is not rupture.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade I.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.